Event description:
It was observed during the device inspection, that the colonovideoscope had a whitish foreign material was found inside the jet tube and foreign material attached to the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6 - component code is being corrected from "829 - guide" to "866 - lenses". Correction to g3 of the initial medwatch. The aware date should be 16 april 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During examination, the foreign material was likely a simethicone substance, and no physical damage was found at the locations where the foreign material was present. Based on the results of the investigation, the cause of the foreign material that remained in the auxiliary water channel and light guide lens was not confirmed. The legal manufacturer reviewed the cleaning disinfection and sterilization (cds) processes provided by the customer, and no obvious deviations from instructions for use (IFU) were identified. The instruction manual states the detection method associated with the events in "cf-h185l/I operation manual chapter 3 preparation and inspection", and preventative measures in "cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.